Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak. The patient reported that fluid was coming from the very bottom of the cassette when they removed it from their cycler. It was reported that the cycler was dry. The fluid leak was discovered in the "treatment complete" step. There were no reported alarms or warnings prior to the leak, and the cause of the leak was unknown. Upon follow-up, the patient confirmed they were able to complete their treatment on the cycler. The fluid leak was not discovered until the cassette was removed from the cycler at the end of treatment. The patient confirmed there were no alarms prior to the leak. The patient stated they were not connected to the cycler when they noticed the leak. Still, they were unsure what the cause was. There was no fluid found inside the cycler, and the patient was adamant that the leak did not occur during their treatment. They stated the leaking happened when they removed the cassette from the cycler. The patient is continuing pd therapy on the same cycler and has not experienced any further issues. They discarded the cycler set that leaked and were unable to provide a lot number for the device. The patient confirmed that they did not develop any signs or symptoms of peritonitis, and they haven't experienced any adverse effects. The patient stated medical intervention was not required and confirmed that their peritoneal effluent fluid has remained clear. No further details were provided.